Manufacturer narrative:
Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" h3: device evaluation-: lens returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6a: date in iniital MDR corrected to on (B)(6) 2024. D6b: date in iniital MDR corrected to on (B)(6) 2024. Claim#: (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Over/under correction, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a same model and size but different diopter. The problem was resolved. Cause reported as unknown.